Manufacturer narrative:
(B)(4). Device analysis determined the condition of the returned device was consistent with the reported information. Microscopic examination of the distal shaft revealed a partial separation at the collar/proximal shaft. Microscopic examination of the tip presented no damage or irregularities to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The partial separation is consistent with the reported shaft kink. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12 august 2015. It was reported that the catheter kinked. The severely stenosed target lesion was located in the 45 degree angled mid left circumflex. Using a guidezilla extension catheter the physician attempted to advance an unspecified stent to the proximal lesion but the device could not be advanced. The physician removed both the stent device and the guidezilla catheter together. Once removed, the physician noted that the connection of the guidezilla catheter was kinked. The physician changed to another guidezilla device to finish the procedure. There were no patient complications and the patient is stable. However, device analysis revealed a broken catheter.